Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent unstable impedance. It was further reported that during replacement the new ra lead exhibited unsatisfactory thresholds and impedances. After five attempts to position lead, blood was found within the inside of the lead insulation. The new ra lead was attempted/not used and the old lead was plugged back in. No patient complications have been reported as a result of this event.